Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, diseased mucous membrane, complication in site preparation, immediate implantation, preceding/simultaneous bone augmentation, mobility ((B)(6) and (B)(6) are same patient).